Manufacturer narrative:
(B)(4). Date sent: 08/02/2021. Additional information was requested, and the following was received: what were the indications for surgery? Colon cancer clarification needed: did the patient have stool in the drain or bowel in the drain?- there was bowel in the drain did the patient receive any preoperative chemotherapy or radiation? Yes what healthcare professional fired the device and what is his/her experience with the device?- bm, who assists in all of the colon procedures fired the device. Bm has over 10 years of experience and would be considered very familiar/comfortable with firing the circular stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Believes it was at the middle b point as this is where they typically fire. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, appropriate time was waited. Was the device difficult to close? No, there were no issues with device firing. Was the device difficult to fire? No, device worked as it typically does and was no more difficult to fire. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, received same feedback typically received from manual device. There was nothing abnormal. Was a complete transection of the white breakaway washer visually confirmed? Washer was broken and visual inspection was completed. It was reported that during the re-operation there were malformed staples. Please describe the shape and location. Some of the staples were not bent at all, some were at the beginning stages of b formation. Please see staples sent in for your viewing. Was a leak test performed? If so, what type and what was the result? Yes, leak test was performed and no leak was detected. Was the staple line visualized endoscopically during the initial surgical procedure?- no how many days postoperative did the leak occur? 3 days, prior to patient¿s discharge. What was observed at the site of the leak upon reoperation? Malformed staples how was the leak addressed?- colostomy is the colostomy temporary or permanent?- believed to be temporary what is the current status of the patient?- patient is doing fine currently with colostomy

Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Clarification needed: did the patient how stool in the drain or bowel in the drain? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? It was reported that during the re-operation there were malformed staples. Please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that the surgeon did a low anterior resection. The case went fine and there were complete good-looking donuts at the end of the case. Patient was about to be discharged after successfully having a bowel movement and passing gas. It was then noticed that the patient had bowel in the drain. The patient was taken back to surgery and it was noted that there were a large number of malformed staples per the staff¿s inspection. The surgeon then had to close the resection and the patient now has a colostomy bag due to the issues noted.

Manufacturer narrative:
(B)(4). Date sent: 10/06/2021. D4: batch # u5dc8l. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Product investigation device associated with complaint (B)(4), product code ecs25a, batch u5dc8l, serial number (B)(6), was received for additional testing. Testing in the independencia pi lab showed that the device was received without damage, no anvil was present with the returned device, and 2 malformed staples and 1 conforming staple were returned with the device. Responses from additional information questions requested reported that the patient had preoperative chemo or radiation therapy, the device functioned as expected, was no harder to fire than normal, audible & tactile feedback was received, the washer was visually confirmed to have broken during firing, and a leak test was performed with no leak detected. The device was reloaded with staples and was fired into test skin at ¿high b¿ in the independencia pi lab, firing was completed with a test anvil and a new washer. This firing demonstrated an uncut washer, cut test media, and malformed staples. The device also exhibited ¿back-drive¿ at the 40° limit of the gage used for testing in the pi lab. This device was manufactured on 29 july 2020. Per ils circular stapler design requirement, ¿for cdha , sdha and ecsa devices, the adjusting knob of the ils circular stapler device must not rotate more than 43 degrees when fired between the high ¿b¿ and low ¿b¿ settings.¿ the gage used in the independencia pi lab was intentionally set below the 43° design requirement so that any device approaching the limit for back-drive could be sent to cincinnati for further analysis and to obtain a variable measurement using the validated test method which includes force to fire (ftf) equipment and rotary encoder. Upon receipt in the cincinnati pi lab, a visual examination of the device was performed. Visual inspection of the device showed that when the device indicator was at ¿high b¿ the gap between the anvil and guide face was larger than would be expected and that when at ¿low b¿ the anvil was not as close to the guide face as would be expected. A CT scan of the device handle was also performed to determine if the internal portion of the adjusting knob was making contact with the distal face, as this device was manufactured with the new design of the adjusting knob implemented in 2020. The CT scan showed the device adjusting knob did not have contact on the distal face, as is expected from the new adjusting knob design. The proximal face of the knob was found to be touching the shroud in the correct areas, as a result of the new adjusting knob design. The CT scan of the device with the gap at the distal face indicated with yellow arrows and proximal face contact indicated with green arrows. The device was reloaded with staples and using a test anvil with a new washer, the device was fired on the ftf equipment in the tissue lab using the rotary encoder to obtain a variable measurement for degrees of back-drive. The first firing on the rotary encoder occurred with the device at ¿high b¿, below demonstrating the distance between the guide face and the anvil when the device indicator was showing the device within the firing range at ¿high b¿. The firing at the indicated ¿high b¿ location resulted in an uncut ¿ blemished washer and a malformed staple line. The rotary encoder measured degrees of back-drive at 22.31°, which is less than the design requirement of 43°. Based on the location of the anvil in relation to the guide face the team decided to fire the device at the middle of the firing range as this would have put the anvil closer to the actual high b location. Another washer and staple reload were obtained in order to complete a second firing. As an additional staple reload and washer were obtained, it was found that the device indicator was experiencing drag, most likely due to dried bodily fluids present inside the device causing it to stick. The team was able to loosen the indicator by advancing and retracting the anvil several times and found that once this occurred, the device appeared to be properly calibrated and the gap between the anvil and the guide face was as expected at the high b setting. The team proceeded with firing the device for a second time at high b on the ftf equipment with the rotary encoder. This firing resulted in a fully formed staple line, a cut washer, and cut test media. Variable measurement of back-drive was found to be 31.98°, which meets the design requirement for the device. One additional hand firing of the device was performed in the cincinnati pi lab at high b to confirm the results of the ftf machine firing. This firing also cut the washer and test media and created a fully formed staple line. The results of the firing in cincinnati indicate that the device indicator was experiencing the same drag that would have been present during the firing in independencia; and despite the indicator showing the device was within the firing range, the anvil was actually outside of the typical firing range for the device. Therefore the malformed staple line obtained during firing in independencia and the first firing in cincinnati is not attributed to a design or manufacturing issue with the device but rather is attributed to firing the device with the anvil outside the indicated range, while the indicator was sticking and appeared to be in range. For the device testing that occurred in cincinnati, it was noted that the firing safety was disengaged for the entire analysis process and is what allowed the device to be fired outside of it¿s calibrated anvil gap range. It is believed this is what led to the independencia pi lab also being able to fire the device outside of the calibrated range. The three returned staples were also analyzed to assess any correlation to the alleged product complaints. Of the three staples, one was of proper ¿b¿ shape and the other two were partially formed with the legs not pointing toward the crown. The wire diameter was measured to determine if the staples are from the circular stapler or another device used during the procedure. The diameters measured are consistent with the wire diameter used on the ecs25a device. It is not conclusive whether these staples are from the original staple line that later presented with the post operative leak. If the two open shaped staples (see figure 8 below) are from the original staple line it is not possible to determine if they would have led to the post operative leak as the location within the circular staple line cannot be determined based on the evidence available. Based on receiving a fully formed staple there is an indication that the device completed its firing stroke, and responses received during ae review indicated that the surgeon believed the washer was fully cut based on receiving audible and tactile feedback. It cannot be definitively confirmed if the firing stroke was completed as the anvil with cutting washer were not returned. However, given that all staples eject simultaneously in circular stapler devices, one staple having fully formed to a b shape is a good indicator that the other staples were fully formed. The negative leak test and fully cut washer suggests that the staple line was intact after the original device firing and that the staples were of proper form. Additionally, the bend observed on the staple legs is consistent with the location of a fully formed staple as opposed to the partially formed staples. It is possible these two staples were pulled open during the removal of this staple line and were originally fully formed to a ¿b¿ shape. The analysis does not confirm (verify) the reported failure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/27/2021.